Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose read over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The cannula was found to be bent upon being removed from the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.